Event description:
It was reported that during a balloon angioplasty procedure, shaft break occurred. The 90% stenosed target lesion was located in the calcified arteria fibularis. The physician was attempting to advance a 2.0 x 20mm emerge balloon catheter to the lesion when the shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified blood and contrast in the inflation lumen and the balloon was loosely wrapped. The hypotube was kinked 3cm from the strain relief. Magnified inspection revealed shaft damage 108.5cm and 113.5cm from the strain relief and multiple shaft kinks. The shaft was broken 27cm from the distal tip. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, shaft break occurred. The 90% stenosed target lesion was located in the calcified arteria fibularis. The physician was attempting to advance a 2.0 x 20mm emerge balloon catheter to the lesion when the shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.